Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. The patient did not receive therapy during oversensing. The device was reprogrammed. The patient was stable during and after the reprogramming.